Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that boston scientific technical services were contacted to evaluate why this device had not transmitted data to the patient's remote communicator over the last several months. It was recommended to place the communicator in the patient's bedroom and a successful transmitted. Data review indicated an alert for high, out of range pacing impedance measurements (>2000 ohms) from the right ventricular lead. Attempts were made for details regarding the event resolution, but no further information was available. At this time, the system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services were contacted to evaluate why this device had not transmitted data to the patient's remote communicator over the last several months. It was recommended to place the communicator in the patient's bedroom and a successful transmitted. Data review indicated an alert for high, out of range pacing impedance measurements from the right ventricular lead. Additional information was requested regarding the event resolution, but has not yet been received. At this time, the system remains implanted and no adverse patient effects were reported.